Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with the tamper seal missing on the keypad, damaged lens, seal bubbles on downstream occlusion (dso) sensor and loose air in line (ail) sensor. During analysis, it was noted that the rear piezo buzzer was shorting out audio from unit. Service will replace the rear piezo buzzer to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the audible of a smiths medical cadd solis vip pump was very faint and could not be adjusted. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.